Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. The photographic evidence provided revealed that the strap was frayed in the area where it broke. The involved device was not serviced by arjo. The customer does not provide the lift for arjo evaluation; therefore, it is unknown if the strap was ever replaced on this unit. The ceiling lift used at the time of the incident was almost 18 years old (it was manufactured in 2008). V3 operating manual (001.16000) states in the daily checklist: ¿inspect the visible strap for any signs of wear, fray or loose threads. If there any evidence of damage ¿ do not use it.¿ additionally, there is a recommendation to thoroughly inspect the strap every two (2) months as follows: ¿1. Completely unwind the strap. 2. Look for any signs of wear like, loose threaded in stitched areas, noticeable discoloration, side and middle wear.¿ ¿if there are any signs of wear as indicated previously or other visual defects, the strap should be changed immediately.¿ the strap is the part that should be replaced every 2 years, ¿in any case, the manufacturer recommends changing the strap at least every two years. By continuing to use the lift without changing the strap, the caregiver and the patient safety is greatly compromised.¿ based on the collected information, it seems likely that the strap could be worn and then broken off during use. It could not be confirmed due to limited information available, but it seems the most probable root cause. The v3 ceiling lift was used by the patient when the strap failure occurred. The device did not meet the specification as the strap broke. The complaint was deemed reportable due to a strap breakage during use. H3 other text : customer decission.

Event description:
The customer representative called arjo and informed that the strap of the ceiling lift broke. The lift was in use at that time. The patient was not injured.